Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error. The customer's blood glucose value was 20 mmol/l at the time of incident. Customer assisted with troubleshooting. Customer reported that they were able to clear the alarm and not able to rewind the insulin pump. Customer reported that the insulin pump passed displacement test and high pressure test. The insulin pump will not be returned for analysis.